Manufacturer narrative:
A ge oec service representative investigated the issue and checked all power supplies, re-seated pcb's and connectors. Log files downloaded and calibration files reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed high capacity disk failure.